Event description:
It was reported to boston scientific corporation that a replacement balloon gastrostomy tube device was placed in 2008 (adult patient); no problems were noted at the time of placement. According to the complainant, a leak at the feeding port to balloon port junction was noted approximately two days later. Reportedly, the device was replaced with another replacement balloon gastrostomy tube device. There were no patient complications associated with the event.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.